Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lightheadedness and heavy periods. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("nickel allergy"), pelvic pain ("pelvic pain") and dizziness ("dizziness and light headed"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, genital haemorrhage, allergy to metals, pelvic pain and dizziness outcome was unknown. The reporter considered allergy to metals, dizziness, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure confirmation test done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lightheadedness, heavy periods, av block (nos), palpitations, rhinitis allergic nos, vitamin d deficiency, lumbago, tietze's syndrome and abdominal hernia nos. Concomitant products included duloxetine hydrochloride (cymbalta) from (B)(6) 2010 to (B)(6) 2010, loratadine from (B)(6) 2011 to (B)(6) 2013, naproxen from (B)(6) 2012 to (B)(6) 2012, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2013 and vitamin d nos (vitamin d) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy bleeding during my menses after the implant)") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced dizziness ("dizziness and light headed") and memory impairment ("other injury (ies) or complications(s)- forgetful"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, genital haemorrhage, menorrhagia, allergy to metals and memory impairment outcome was unknown and the pelvic pain and dizziness had resolved. The reporter considered allergy to metals, dizziness, fallopian tube perforation, genital haemorrhage, memory impairment, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure confirmation test done. Discrepancy noted: date(s) of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: pfs received: new events menorrhagia (heavy bleeding during my menses after the implant) and other injury (ies) or complications(s)- forgetful were added. Medical history and concomitant medications added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("nickel allergy"), pelvic pain ("pelvic pain ") and dizziness ("dizziness and light headed"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, genital haemorrhage, allergy to metals, pelvic pain and dizziness outcome was unknown. The reporter considered allergy to metals, dizziness, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure confirmation test done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: pfs received: case become incident. Event injury removed. Events added: abnormal bleeding (general), nickel allergy, pelvic pain, perforation (fallopian tube(s) were added. Reporters, patient demographics were added. On 31-mar-2020: mr received: reporters were added. Fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.